Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: incidental findings: damage to the strain relief. The reported event of the lcd screen being discolored was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and log files were downloaded for review. A review of the downloaded event log file (B)(6) contained 256 events spanning approximately 10 hours (25nov2024 from 05:01:40, 15:57:46, 26dec2024 per timestamp). Events occurring on the 25dec2024 were recorded during testing at abbott. The driveline was disconnected at 15:55:49 on 25nov2024 for the system controller exchange. The pump operated as intended while the driveline was connected. There were no other notable alarms or events active in the log file. The returned system controller was visually inspected, and the lcd screen was found to be discolored on one side, and green fluid residue was observed coating the backup battery ribbon cable. The system controller was functionally tested and was able to support pump function for an extended duration without any issue or atypical alarms becoming active. The system controller was opened, and green fluid residue was observed within the housing of the system controller. The root cause for the reported event was conclusively determined to be due to fluid ingress; however, the root cause for the fluid ingress was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 instructions for use (IFU) (rev. C) section 2 - ¿system operation¿ and the heartmate 3 patient handbook () section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop.¿ the heartmate 3 instructions for use (IFU) (rev. C) section 8 - ¿equipment storage and care¿ and the heartmate 3 patient handbook (doc #10006136, rev. D) section 10 - entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that half of the liquid crystal display (lcd) screen discolored on the system controller. There was no malfunction or alarm but there was concerned about potential water damage, so the system controller was exchanged. Log files were not available.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.